Manufacturer narrative:
As no lot# was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the titan implant was removed and replaced with a titan touch due to an unspecified malfunction.